Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. The cause of low bg was unknown. The customer consumed glucose tablets to address bg. The customer reported that they fainted because of the low bg level, but they did not provide any further details about the event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.